Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test. Unit failed self test. Unit was cut opened to perform deconstructive analysis. During visual inspection the external battery connector was not plugged in properly into j7 (pcba1). After reconnecting of the j7 connector, unit was able to vibrate successfully. No cracks noticed around case during visual inspection. However minor scratches noted. In summary, customer allegation for cosmetic damage and vibration malfunction was confirmed during visual inspection when the unit was cut open, and the battery connector was not connected to j7 (pcba1). Minor scratches were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.